Event description:
Home pt (hp) reports difficulty in priming pt line of homechoice set. Hp reports being unable to reprime line and had to reset up with new supplies to complete treatment. No pt injury or medical intervention required per hp.